Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 59 mg/dl. Customer drank orange juice and his sensor was reading in the 132 mg/dl and after taking orange juice and recalibrated and his sensor was saying he was 111 mg/dl and he was feeling low so he took his blood glucose and it was 60 mg/dl this time. Customer had glucose tablets. His blood glucose was now 177 mg/dl. Customer had felt a low coming on yesterday because he felt dizzy. Patient has treated with food and glucose tablets. Patient has been experiencing low blood glucose for past 4 hours. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. The patient was disconnected during the rewind sequence. Customer reports pump was not worn during a medical procedure around high magnetic field. Customer will monitor and just use the non-recalled sets. The insulin pump will not be returned for analysis.